Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, instructions for use, quality control, as well as a visual inspection of the device was conducted during the investigation. The device is still implanted in the patient, therefore was not returned for evaluation. A video in the form of axial slices of a postoperative cta that were manually scrolled through were provided for this investigation and sent for imaging review. Image review findings are as follows: 1. "Only slices through the distal mainbody and iliac legs were included. The mainbody and iliac leg appearance was consistent with a zenith mainbody and zsle legs." 2. "The video demonstrates the right and contralateral leg coursing through a proximally aneurysmal and distally severely tortuous right common iliac artery (cia). The iliac leg was narrowed, likely greater than 50%, as it entered and extended through a 360-degree spiral of the right cia. The iliac leg lumen was narrowed but not occluded by mural thrombus." 3. "The distal mainbody and left iliac leg were normal except for mild stenosis from mid left iliac leg mural thrombus." 4. "The temporal relationship of the cta to the complaint cannot be determined except that it may have pre-dated the complaint because the leg was still patent. The reviewer concluded, "occlusion is not confirmed. Severe right iliac leg stenosis from kinking and mural thrombus as the leg entered and extended through a 360-degree spiral of the right distal cia is confirmed." Review of the imaging provided gave no indication that the device was manufactured out of specification. A contributing factor for the thrombus formation observed was implantation in severely tortuous anatomy. This resulted in kinking and lumen narrowing of the right zsle that increased the risk for thrombus formation. The IFU provided with the device states, "follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event." With the imaging provided, the pre-existing diameter of the patient's vessels could not be determined. The IFU states, "pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event." The relation of the "pop" felt by the patient to the failure mode of graft occlusion is unknown. The image reviewer also observed mild stenosis from mid left zsle graft mural thrombus. An additional complaint was opened to account for this finding. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The design verification testing showed that the affected product is safe and effective for its intended use. A review of the device history record could not be completed, as the device lot information was unable to be provided by the facility. All zsle devices are one-device lots, giving no indication that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: indications for use: "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Excessive overlap of 10 mm above the main body graft bifurcation may increase the risk of limb thrombosis." Directions for use: section 11.1.5: ipsilateral iliac leg placement and deployment 2. "Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body." Potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g., buttock, lower limb). Graft or native vessel occlusion". Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device, but rather to an adverse event related to the patient condition. Contributing factors for thrombus formation identified in this investigation include implantation in a severely tortuous right cia that caused kinking and lumen narrowing of the zsle graft. This increased the risk for thrombus formation by introducing greater shear forces and turbulent flow through the graft. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the patient underwent a fenestrated endovascular aneurysm repair (fevar) on (B)(6) 2018. The patient felt a pop in his groin and went to the emergency room. A computerized tomography (CT) scan showed an occluded iliac limb with thrombus. A secondary procedure was performed for acute limb ischemia of the right iliac limb at the distal third due to kinking. The limb was relined with another manufacturer's limb. The outcome was good, with resolution of the patient's symptoms. Additional patient, device and event information has been requested. Imaging has been requested. At the time of this report, no further information is available.